Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Reportedly, the customer replaced the cartridge and continued insulin therapy.